Manufacturer narrative:
Device evaluation could not be performed since the device was not returned to us by the hospital. Hence, we could not conclusively determine the root cause of the issue at this time. The complaint device lot history records review did not reveal any discrepancies related to the complaint event during either the manufacturing or packaging processes. We also have not received any other complaints for devices from this lot. At this time, we are inconclusive about the root cause of this issue. Device was tested before use and was found to be operational. We currently have a corrective and preventive action (CAPA) open to address this issue. There was no injury to the patient as a result of this incident.

Event description:
The surgeon experienced resistance while removing one of the arms of the shunt after the carotid endarterectomy procedure. He was able to completely remove the arm without any vessel injury. He observed the balloon on this arm of the shunt had only partially deflated, resulting in this issue.

Manufacturer narrative:
We have received the device for evaluation. However, we were unable to confirm the reported incident. The common carotid balloon inflated and deflated properly. We were unable to inflate the internal carotid balloon since there was a leakage at the inflation arm to main arm joint. We observed that the end of the inflation lumen had separated from the inflation hole in the main arm. When we injected liquid through the stopcock, water exited from the separated end of the inflation arm. Also, when we inflated the internal carotid balloon using a needle syringe through the inflation hole in the main tube, we were able to inflate the balloon symmetrically and deflate it without any issue. It is possible that the lumen separated as a result of excessive force used by the user to remove the internal carotid balloon that was trapped in the patient's vessel. The complaint device lot history records review did not reveal any discrepancies related to the complaint event during either the manufacturing or packaging processes. We also have not received any other complaints for devices from this lot related to a similar incident. Device was tested before use and was found to be operational. At this time, we are inconclusive about the root cause of this issue. We currently have a corrective and preventive action (CAPA) open to address this issue.

Event description:
The surgeon experienced resistance while removing one of the arms of the shunt after the carotid endarterectomy procedure. He was able to completely remove the arm without any vessel injury. He observed that the balloon on this arm of the shunt had only partially deflated, resulting in this issue. This is a follow-up report of manufacturer's incident report# 1220948-2018-00078 that was submitted on 10/10/2018.